Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n283551007); product type: 0184-catheter; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient who was receiving dilaudid (25mg/ml at 3.763mg/day) and bupivacaine (20mg/ml at 3.011mg/day) via an implantable pump. It was reported that the patient noticed fluid in their pump pocket a few days ago, with no redness or drainage at the site. The physician withdrew about 20 cc of fluid from the pocket and sent it for cerebrospinal fluid testing. They were then able to clear the catheter easily from the catheter access port. However, after they injected IV dye into the catheter, they noticed that there appeared to be dye behind the pump on x-ray. The physician stated that they believed the catheter was leaking. The catheter was flushed with preservative free normal saline. The patient was scheduled for catheter replacement that week. The issue was not resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n283551007 serial# implanted: (B)(6) 2011 explanted: (B)(6) 2026. Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the catheter leak was not determined. The catheter was replaced and the issue was noted to be resolved.